Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 488 mg/dl. The customer treated with a manual injection. The customer reported symptoms of nausea and a headache. The customer reported seeing air bubbles in the tubing and was advised of how to get rid of them. The customer was shipped tubing clamps to perform the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per their health care provider's instructions. The product was not returned for analysis.